Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Customer returned pump for an alleged possible under delivery and high bgs found on mar 25, 2021. Pump was received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and dat at 0.08675 inches. No possible under delivery anomaly noted. History download was successful using thds. Pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: cracked battery tube threads. A cracked reservoir tube lip was confirmed. The pump passed the functional testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed.